Manufacturer narrative:
This event did not occur during surgery. Requests have been made for the return of the prod. Eval is pending upon the return of the prod.

Event description:
On an unk date, the sales rep reported that during an inspection, the speedlink was found with the locking screw out of the adjustable connecting part.the event did not involve pt contact.